Event description:
It was reported to philips that the battery cannot be secured in the device. There was no reported patient involvement. Details provided in an update from the source case indicate that a philips field service engineer confirmed the reported problem and replaced the device's eject assembly. The device was successfully repaired and returned to service. The part was not returned for additional investigation. The device remains at the customer's site. No further action is warranted at this time.